Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by the medical surveillance specialist (mss) after reviewing the initial call recording. The patient reported that the alleged product issue first started at 8:49am on (B)(6) 2019, when her onetouch ultra2 meter began giving alleged inaccurately high results compared to her feelings and/ or normal results, the patient was not able to recall the specific results obtained at this instance but claimed that the subject meter was reading inaccurately high compared to her feelings/ normal results from then on. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with glipizide (5mg once a day in the morning) and reported that, in response to the alleged product issue, she visited her doctor who advised her to take an additional glipizide 5mg tablet, in the evening, whenever she obtained a blood glucose result of ¿over 160 mg/dl¿. The patient claims that she followed these instructions but alleged that whenever she took this additional tablet, she would develop the symptoms of ¿sweating, palpitations, dizziness and feeling like she¿s about to faint¿. In order to treat these symptoms, the patient claimed she would ¿eat some food, something sweet or drink some juice¿ and that after ¿a few minutes¿ she would begin to feel better. The patient stated that she has since stopped taking this additional glipizide tablet altogether and sine then she has not developed any symptoms. As a result of this, the patient has concluded that the subject meter has been reading inaccurately high throughout this period. The patient reported that on the morning of the call ((B)(6)) at 9:29am she tested her blood glucose on the subject meter and obtained an alleged inaccurately high result of ¿169¿ compared to her husband¿s onetouch verio flex meter which gave a result of ¿120¿ within 30 minutes. Meter to other meter comparisons do not reasonably suggest a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison has not been made to a calibrated reference method. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurately high results with the subject meter.